Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had several revisions to their system in 2007. It was reported that the patient¿s lead was initially placed too high and the patient didn¿t get good coverage. The leads were revised to a lower position but it still didn¿t work to provide the coverage that the patient needed. It was further reported that the patient fell and snapped their lead in half. The patient stated that a neurosurgeon was able to ¿get it in the right place.¿ the patient¿s issues were resolved at the time of the report. Indication for use is radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.